Event description:
Hospital staff was treating an asystolic pt and attempted to defibrillate the pt using the shock advisory adapter for the lifepak 9 defibrillator/monitor and reportedly the device would not discharge. The pt was not resuscitated the reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the physician's assessment of the pt's lack of viability.